Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach two luer connectors to the infusion set opening while changing the set, which interrupted insulin delivery and led to hyperglycemia; the user subsequently used a subcutaneous insulin pen/syringe for correction. Symptoms included elevated blood glucose above 400 mg/dl followed by a low blood glucose episode that the user self-treated, without ketone testing, medical intervention, or hospitalization. Outcomes included transient hyperglycemia for approximately one to two hours and a self-managed hypoglycemia, with no reported long-term impact. Investigation included collection of the reported connectors for return and analysis. Investigation of this case revealed a connector attachment failure involving the luer connector component, consistent with a device connection problem that can interrupt insulin delivery and contribute to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine.